Manufacturer narrative:
On (B)(6) 2019 we were informed that a revision surgery took place due to stem loosening

Event description:
About 7 years and 7 months after primary the patient has hip pain and some radiolucency can be noticed in the proximal part of the stem (left side). A revision surgery has been performed and the reason confirmed as stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2019: seven years and 7 months after primary cementless total hip arthroplasty the patient was complaining about pain and revision was planned. Radiographic images provided show the presence of radiolucent lines in gruen zone 1 and 7 that look stable since 2014. Probably the pain has increased and substitution was planned. The causes for this individual reaction cannot be determined with the information at hand.

Manufacturer narrative:
Batch review performed on 13 june 2019: lot 112125: (B)(4) items manufactured and released on 11-sept-2011. Expiration date: 2016-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 7 years and 7 months after primary the patient has hip pain and some radiolucency can be noticed in the proximal part of the stem (left side). A revision surgery is planned for the (B)(6) 2019 and will be probably performed by another surgeon. More info will follow the case.